Event description:
It was reported that in the intensive care unit, a nurse states that during a 1000 mg/100ml propofol infusion at a rate of 38.64 ml/hr for an intended dose of 80mcg/kg/min, the bottle infused faster than expected. The nurse set up a new infusion line using a new propofol bottle on a separate module on the same pcu and noticed it was dripping faster than the intended rate. There were additional infusions of midazolam at a rate of 20mg/hr and norepinephrine at a rate of 7mcg/min running at the same time. There was no report of patient harm as a result of the event.

Manufacturer narrative:
Supplemental MDR for the additional details added to event file is updated.

Manufacturer narrative:
Although requested, device has not been received, and patient demographic details were not provided. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported that propofol infused faster than expected on the intensive care unit. There was no report of patient harm as a result of the event.